Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. The bml-201q instruction manual warns users ¿when the lithotriptor¿s basket does not smoothly open or close, do not apply force but move the forceps elevator or the scope¿s angle back, or move the position of the basket until the basket opens or closes with ease. If the action is forced, the tube may stretch and cannot be stored inside the coil sheath. Also, the calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not grasp calculi forcibly as this could deform the distal end of the tube sheath. If this happens, you may not be able to crush the calculus or withdraw the instrument from the patient. Do not open and close the basket too quickly. Doing so could damage the instrument. If the instrument separates from the bml handle during operation, the pipe may break or become uncontrollable. Also, this instrument with calculus engaged may not be removed from the body. After assembly, check that no abnormality is detected in the action of the handle. If there is any abnormality, the calculus may not be crushed and/or the instrument with stone engaged may not be removed from the body.¿ the IFU also provide instruction to the user if the device should become inoperable.¿ if the calculus is too hard and the lithotriptor is damaged as described on pages 46 ¿ 51, it may be necessary to use the bml-110a-1. In this case, also refer to the instruction manual for the bml-110a-1. 1. Loosen the clamping screw on the bml handle by turning it counterclockwise, and remove the sheath. 2. Turn the screw on the bml handle counterclockwise to unlock the button. 3. Firmly press the button on the bml handle, and remove the basket wire. If it is difficult to remove the basket wire from the bml handle, depress the button on the bml handle¿s holder firmly for easy removal. 4. Perform the appropriate treatment given on the charts on pages 46 through 51.

Event description:
Olympus was informed that during an unspecified procedure, the first basket used slipped off the stone. A second device was used and it became embedded in the stone and could not be removed. The user facility¿s director of quality, risk & regulatory reported that although a second procedure was required to remove the retained device, the patient was already scheduled for a gallbladder removal anyway due to preexisting clinical factors. The patient is currently doing well.